Event description:
It was reported the patient stated she¿s had 7 stimulators. It was reported most of them died within 3 years. It was reported the patient¿s implantable neurostimulator (ins) lasted 3 years. It was noted the patient used high levels of stimulation and the device was on 24 hours a day. If the device was not on, the patient would fall. Additional information received reported in 2008 the patient came in and the leads were inspected and ¿that checked out fine.¿ it was noted fluoroscopy was done, and that looked good. Information received from the physician suggested the patient only had one rechargeable device that depleted and required replacement. It was unclear how many rechargeable devices the patient had.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).